Event description:
It was reported that review of the presenting rhythm shows possible left ventricular (lv) loss of capture. Lv programmed lv tip to lv ring. At this time, the lead remains in service. No adverse patient effects were reported.